Event description:
An customer reported that their AED's battery button is stuck in the "in" position and a battery can not be kept inside of the unit - it keeps popping out. They reported this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported battery latch problem, the customer was advised to remove the AED from service.